Event description:
During a slap/bankart repair three anchors broke upon insertion. Surgeon pre-drilled with out 3.0mm drill prior to inserting the first anchor and while pounding it in, the anchor cracked.this anchor was removed and a second anchor was tried with the same result. A third anchor was tried and it too cracked. All three anchors were removed. A delay of only a few minutes took place. The repair was completed with additional bioraptor anchors. It was also stated that the surgeon has used the bioraptor in thirty to forty cases without issue.